Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, no defects or irregularities were visually observed on the fiber bundle or any of the molded dialyzer components. The sample was subjected to a laboratory leak test (tm-07p-060) in which the dialyzer was submerged in water and pressurized incrementally. No external leak was detected. Once the dialyzer product is exposed to a post-production environment, such as clinic use, it is no longer of an original state as seen in quality testing for the release of product; as a result, laboratory testing may be inconclusive regarding the failure originally observed by the complainant facility. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinical manager reported that a visible external dialyzer blood leak occurred twenty minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but was not expected to. Fresenius bloodlines were also in use. A crack was identified near the head of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a visible external dialyzer blood leak occurred twenty minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t machine, did not alarm, but was not expected to. Fresenius bloodlines were also in use. A crack was identified near the head of the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 250ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.